Event description:
It was reported that the right atrial (ra) lead impedance had gradually declined and was now low. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 7278 implantable cardioverter defibrillator (ICD) 2008 (B)(6); 6947 implantable tachy lead 2008 (B)(6). (B)(4).